Event description:
Customer reported a potential biohazard when a fluid leak was identified on the coulter lh 750 hematology analyzer. The analyzer activated an "autostop" due to the fluid leak. The operator described the leak as >10 ml of dried and wet liquid which appeared to contain some diluted blood. One patient sample was reported to have erroneous test results. The erroneous test results were not reported out of the laboratory. The operator discontinued use of the coulter lh 750 hematology analyzer until the analyzer was evaluated by beckman coulter field service. The operator was wearing appropriate personal protective equipment. There was no exposure to open wounds, or mucous membranes. There were no reports of death, serious injury, or affect to patient treatment or operator safety associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer. The fse replaced the rbc (red blood cell) ground buss board. Found no evidence of blood in either leak; the fluid had leaked onto a dirty counter and may have mixed with existing residue. Observed diluent leaking from worn tubing at pinch valve vl54 as reported by the customer and replaced the tubing. The operator also reported a leak at the cbc (complete blood count) lyse restrictor which had been jarred by the customer while changing a check valve. The fse reseated the lyse restrictor at fitting ff82 and verified cbc lyse prime. On verification, the fse observed erratic hemoglobin tests, replaced sticky actuators for vl6 and vl4, and verified the hemoglobin vent, rinse and drain. The cause of the leak at vl54 was worn tubing; cause of the cbc lyse leak was attributed to the lyse restrictor being jarred by the operator. Cause of the erratic hemoglobin tests was the sticky actuators for vl6 and vl4. Product labeling was evaluated. Coulter lh 750 system operators guide, (B)(4): warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. 5.8 flags: the lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message.